Event description:
Spacelabs received a report that a telemetry monitor failed to alarm during a patient code and the patient died.

Manufacturer narrative:
A spacelabs field service engineer (fse) tested the subject devices at the customer's site and confirmed the devices worked to specifications. The patient waveform shows a series of runs and low ECG voltage that would have caused alarms if alarms were turned on in the module located in the telemetry receiver housing. The alarm report from the (B)(6) clinical suite system does not show any alarms received from the module. The module, which stores data, was removed from the receiver housing by the customer after the event. As a result of being removed and the time between the incident and the report to spacelabs, all the trended data and module settings were lost. As a result, we are unable to determine if the alarms were turned off or on during the event. The root cause of the alleged failure cannot be identified. The customer has placed the telemetry monitor back into service and continues to use the device to monitor patients. It is spacelabs' policy to submit a medical device report whenever we become aware of the death of a patient connected to one of our devices. We have concluded that no further action is required and consider this issue closed.